Manufacturer narrative:
The returned product was patent. The valve met the requirements for valve flux, pressure/flow and preimplantation testing. The valve did not meet the requirements for reflux, siphon and leak testing. The valve could be adjusted to each of the performance level settings. Therefore, the nature of the complaint could not be replicated by laboratory personnel. Damage was observed on the casing of the delta chamber and the inlet connector. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ non-biological debris was observed in the valve. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handing. Introduction of contaminants could result in improper performance of the shunt system ¿¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the shunt surgery, when the valve performance was checked, it was found that the valve could not be properly regulated. It was noted that there was a 60 minute delay in the procedure. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information receive reported there were no environmental/external/patient factors that may have led or contributed to the issue.